Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
While reviewing device data, noise resulting in oversensing was noted on the right ventricular (rv) lead. Technical support was contacted and provided programming recommendations. The device was reprogrammed, and further intervention is anticipated. The patient was stable with no adverse consequences.

Event description:
New information received indicates the right ventricular (rv) lead was successfully capped and replaced to resolve the event. The patient was stable with no adverse consequences.